Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The doctor did not know how the patient fractured the implant.

Event description:
A patient was seen in the office after not seeing the patient for the last 15-years and he fractured the implant in the #14 area. The doctor removed the coronal portion and will let it heal. The patient is (B)(6).